Event description:
It was reported that the insulin pump was returned for an unknown reason. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to corroded keypad traces. Unable to perform functional check including basic rewind and basic occlusion, occlusion, prime/a33, excessive no delivery, displacement, self test, a21 test and the operating current inside due to no button response.